Event description:
Customer received results of 7.8 mmol/l and 9.7 mmol/l on the mobile system, and results of 1.8 mmol/l, 3.5 mmol/l, and 4.0 mmol/l on a professional device within 10 minutes. The customer was passed out due to hypoglycemia at the time these results were obtained. It is unknown if she received medical treatment. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.